Manufacturer narrative:
Based on the claim against the product by the customer noting iesu error c-34 occurred, an investigation was completed to determine the cause of this reported event. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the isi fse confirmed errors c-34 and c-00 occurred repeatedly after the power cycle. The isi fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The iesu was analyzed, and error c-34 was reproduced and confirmed. The unit was placed on an in-house system and was run in normal mode. The complaint regarding error c-34 was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported issue is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the electrosurgical unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an integrated electrosurgical unit (iesu) error c-34 occurred persistently when the customer was attempting to use the monopolar energy. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer reboot the iesu, but the same issue persisted. The customer continued the procedure as planned with an external generator and its foot switch pedal. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the iesu initialized without error. There was no patient injury/harm reported.